Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 95 mg/dl at the time of incident. Customer reports they did not clear the alarm. Customer reports pump screen turn off. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, active current measurement test, sleep current measurement test, occlusion test, self test and delivery accuracy test. During visual inspection, electronics stack and force sensor was corroded. Unable to verify critical pump error or this alarm is generated when a power failure is detected due to corrosion.